Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, anxiety-product/procedure, breast cancer-ndr, pain-ndr, varied injuries-ndr.

Event description:
Patient reported left side "enlarged lymph node in left armpit, and removal of the breast implant due to the patient¿s concern with the product." Patient also reported "breast cancer, back pain, and brain fog" which are not device related. Device has been explanted.